Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report:20aug2019. The product support engineer advised the customer to replace the air/o2 flow sensor assembly the product support engineer followed up with customer who verified that they installed the replacement. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reports air flow accuracy failure; customer reports 1.2 lpm at baseline. There was no patient involvement reported.